Event description:
The reporter indicated that at the implant, after fixating the lead into the atrium, intermittent pacing failure was observed using "psc." At the same time, a lead impedance of >2kohms was obtained. Another lead was used and no other anomalies noted.